Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty deploying the vessel locator wings was not confirmed as the thumb advancer was successfully deployed with no observed resistance during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose device with a 6f sheath after an interventional peripheral artery occlusive disease procedure. Reportedly, the starclose vessel locator button was depressed with resistance felt. The number two was not fully visible in the window. The safely release button was used and the device was removed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.